Manufacturer narrative:
Original product will not be returned to manufacturer. A follow up report will be submitted when investigation is completed.

Event description:
Sales representative reported that during an arthroscopy rotator cuff repair procedure, the light cord burned the drapes of the patient. The x7000 lightsource was at approximately 70% and activated within 30 seconds of the incident. The sales representative also mentioned that the cord was laid across the patient.